Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of visible air/bubbles. Boston scientifics investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that during the initial preparation the flushing of faradrive sheath went normal. After insertion of the farawave catheter too many air bubbles were seen during initial flushing of the faradrive. The physician aspirated multiple times, but the air kept on aspiring. The issue appeared to be in the flushing line of the sheath. A pressure bag was used for irrigation. The procedure was completed using different faradrive sheath. No patient complications occurred. The product was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the initial preparation the flushing of faradrive sheath went normal. After insertion of the farawave catheter too many air bubbles were seen during initial flushing of the faradrive. The physician aspirated multiple times, but the air kept on aspiring. The issue appeared to be in the flushing line of the sheath. A pressure bag was used for irrigation. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is expected to return for analysis.